Event description:
It was reported that during implant procedure for the aveir leadless pacemaker (lp), the patient went into atrial fibrillation. The patient received external defibrillation and medication to terminate the arrhythmia. The procedure was temporarily abandoned, and then received an alternate lp on (B)(6) 2025. The patient was stable.